Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that the patient underwent a procedure where an arthrex pushlock anchor was implanted. Since the surgery, the patient has been experiencing a reaction. No further details, additional information has been requested. Additional information obtained 3/27/2019: the date of surgery was (B)(6) 2018. Procedure was a labral repair. Part number implanted was ar-2923bc, suture anchor,bio-comp push-lock, lot number unknown. Patient symptom includes a cyst forming around the anchor surgical site. Device is still implanted in patient and surgeon plans to monitor the patient. No plans at this time for device removal.